Manufacturer narrative:
Information added/updated to sections a1, a3a, b5, b7, d1, d4 (model number), h3 and h6 (device code). Corrected data in sections g1 and h6 (device code and type of investigation): 1077 (calcified) replaces 1153 (degraded) and 10 (testing of actual/suspected device) replaces 4117 (device not accessible for testing). H3: device evaluation: the device was returned for evaluation. Customer report of degeneration was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform bent outward at leaflet 2 and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the inflow and outflow surfaces of all three leaflets. Leaflet 1 had a perforation of approximately 3mm x 2mm and calcification was evident at the hole. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Sewing ring was cut in multiple areas around the valve exposing the metal band. Wireform was exposed on commissure 2. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy a 53-year-old patient with a valve model 3300tfx25mm implanted in aortic position was explanted after a minimum implant duration of seven (7) years and eleven (11) months due to the degeneration of the surgical valve. Per product evaluation findings, calcification and host tissue overgrowth were observed. A non-edwards mechanical valve was implanted in replacement. The patient was noted to be discharged.

Manufacturer narrative:
Information added/updated to section h6 (investigation findings and investigations conclusions). Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.

Manufacturer narrative:
D6a. If implanted, give date: the implant date is only known as "2017", thus, (B)(6) 2025 is being used to calculate the minimum implant duration. The device was not returned for evaluation, as the device request is ongoing. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy this 25 mm perimount valve of unknown model implanted in unknown position was explanted from a 53-year-old patient after a minimum implant duration of seven (7) years and eleven (11) months due to the degeneration of the surgical valve. A non-edwards mechanical valve was implanted in replacement.